Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it becoming inoperative could not be duplicated or confirmed. Ventec downloaded the device's electronic records for analysis but did not observe any abnormalities that would indicate the device had experienced any power related issues or system faults. Proper device operation was confirmed through functional and performance testing. The cause of the reported issue could not be determined.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device became inoperative while setting it up for patient use. There may have been patient involvement associated with the reported event. The reporter advised that they were setting the device up for the patient when the reported issue was observed, but they were unclear as to whether or not the patient was on the device at the time. There were no reports of patient harm as a result of the reported issue. Ventec has made multiple attempts to contact the reporter in order to obtain clarification and/or additional information, however, no response has been received.